Event description:
It was reported that during a laparoscopic bypass procedure, on about the third firing on the stomach using a green cartridge the gun during the firing cycle started to push the tissue bunching it up. It was about a third of the way into the firing cycle and they stopped and reversed the blade. They did complete the case with a black cartridge in same gun there were no patient consequences. Device was discarded.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.